Event description:
It was reported the device had no defibrillation output. During the test shock, the device delivered 2.0 joules when it was programmed to 20 joules. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found.